Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a latch failure. A field service engineer found that the full-height cubie drawer 1 was not detected as closed. The latch on the full-height cubie drawer was replaced, and functionality was verified using the hardware testing application (hta). The device was confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es storage space failure occurred. The customer attempted to recover the failed drawer and rebooted the device; however, the drawer continued to display a "required maintenance" message. The customer then shut down the station by unplugging the power cord from the back of the station and powered the station back on; however, the drawer still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.